Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("swelling of abdomen"), embedded device ("very tiny piece of essure remained in myometrium") and device breakage ("very tiny piece of essure remained in myometrium") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine adhesions. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and complication of device removal ("very tiny piece of essure remained in myometrium") and was found to have thyroid function test abnormal ("variation of thyroid gland values"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension and complication of device removal outcome was unknown and the embedded device and device breakage had not resolved. The reporter provided no causality assessment for abdominal distension, complication of device removal, device breakage, embedded device and thyroid function test abnormal with essure. The reporter commented: laparoscopic removal performed but very tiny piece of essure remained in myometrium. Difficult situation to operate because the patient has a lot of adhesions. Amendment: the report was amended on 03-dec-2018 for the following reason: dsil added. Final report. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("swelling of abdomen"), embedded device and device breakage ("very tiny piece of essure remained in myometrium") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine adhesions. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and complication of device removal ("very tiny piece of essure remained in myometrium") and was found to have thyroid function test abnormal ("variation of thyroid gland values"). The patient was treated with surgery (laparoscopic removal of essure was on (B)(6) 2018). At the time of the report, the abdominal distension and complication of device removal outcome was unknown and the embedded device and device breakage had not resolved. The reporter provided no causality assessment for abdominal distension, complication of device removal, device breakage, embedded device and thyroid function test abnormal with essure. The reporter commented: laparoscopic removal performed but very tiny piece of essure remained in myometrium. Difficult situation to operate because the patient has a lot of adhesions. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("swelling of abdomen"), embedded device ("very tiny piece of essure remained in myometrium") and device breakage ("very tiny piece of essure remained in myometrium") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine adhesions. In october 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and complication of device removal ("very tiny piece of essure remained in myometrium") and was found to have thyroid function test abnormal ("variation of thyroid gland values"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension and complication of device removal outcome was unknown and the embedded device and device breakage had not resolved. The reporter provided no causality assessment for abdominal distension, complication of device removal, device breakage, embedded device and thyroid function test abnormal with essure. The reporter commented: laparoscopic removal performed but very tiny piece of essure remained in myometrium. Difficult situation to operate because the patient has a lot of adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.